Manufacturer narrative:
Date of event: corrected data; initial MDR inadvertently submitted incorrect date of event.

Event description:
It was reported that a patient underwent a full revision due to an issue with the lead. High impedance could not be seen on the old generator due to the generator being completely depleted and unable to be interrogated. The high impedance was seen on the new generator and this generator was also checked with the test resistor pin to ensure lead issue. Generator diagnostics were within normal limits and therefore the lead was replaced. Information was received that there were lead problems seen during surgery. In response to requesting the physician's assessment of the high impedance, it was stated that the old vns was dead generator test could not be done. The explanted devices were stated to be discarded and therefore not received into analysis to date. Device history records were reviewed and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.